Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed several call service 064 and 078 alarms. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a display lens leak. The pump alarmed with a motor alarm upon the first rewind attempt. The motor failure complaint was duplicated. Further moisture corrosion was found to the power supply circuit, the motor connector, and to the display screen.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.